Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device rate is out of tolerance. Device was sent for repair and noted that it needed calibration adjustment. Although requested, additional information was not provided.

Event description:
It was reported that the device rate is out of tolerance. Device was sent for repair and noted that it needed calibration adjustment. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on initial report b.3 & d.11: disregard (date of event & therapy date).